Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the reported event. The evaluation identified the cable was ripped. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during preparation for use for an unknown procedure, the subject device had an e226 error . No patient harm or injury was reported. Additional information is being requested from the customer.

Manufacturer narrative:
Correction to e2, e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the communication error code e226 could not be confirmed, however when communication between the camera head and the processor fails an error code occurred because the cable was damaged. We determined that this phenomenon occurred due to communication failure caused by a defective faulty cable unit because the cable was twisted and disconnected. Olympus will continue to monitor field performance for this device.